Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test using a new lab transfer guard per dop114-811. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also, inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had air bubble. Insulin pump was exposed to moisture. The customer¿s blood glucose was 269 mg/dl and treated with bolus the blood glucose came down to 184 mg/dl. Troubleshooting was performed for air bubble. The customer states the approximate size of air bubbles is sometimes champagne size, sometimes bigger. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.